Manufacturer narrative:
Event date is estimated. Approximate age of device- 3 months, 16 days. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported the patient had a history of gastrointestinal bleed in (B)(6) 2014. On discharge note from (B)(6) 2014 it was reported the patient experienced rectus sheath hematoma and hemoperitoneum. This required packed red blood cells and fresh frozen plasma transfusions. Interventional radiology was unable to identify a source of bleeding. Once hematocrit remained stable, coumadin with heparin bridge was restarted. On (B)(6) 2014, the patient experienced multiple episodes of hematochezia with stable hemoglobin and hematocrit levels and vital signs. Gastrointestinal department was consulted. It was thought that the patient's hematochezia was secondary to hemorrhoidal bleeding. No scopes were performed. The patient's hematocrit continued to be stable. No additional information was provided.